Manufacturer narrative:
Tw # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital stated that the vasoview power supply was not working correctly. Biomed checked it, they switched out extension cables. They stated it would only work if it was placed on it's side.

Manufacturer narrative:
(B)(4). The complaint is being cancelled, as additional information received indicates there are no defects with the device. Per the complaint handling procedure the information received does not meet the criteria of a complaint.

Event description:
The complaint is being cancelled, as additional information received indicates there are no defects with the device. Per the complaint handling procedure the information received does not meet the criteria of a complaint.